Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing. It was further reported that the right ventricular (rv) lead exhibited one under-sensed beat. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.